Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. A non-gore sheath was used during the procedure. The procedure was concluded without any reported issues. On (B)(6) 2011, the patient developed an ileus and treated with medication. On (B)(6) 2011, intimal damage was found on the femoral artery that was used as an access vessel. The vessel damage was treated surgically. The cause of the access vessel damage is unknown. On (B)(6) the resolution of the ileus was confirmed.